Manufacturer narrative:
Software investigation determined to be inaccuracy due to poor registration performed and due to differences in patient scan and actual patient anatomy (bent ear in patient scan, bent nose due to anesthesia tape across the nose). Medtronic representative site with proper usage and registration technique and site was able to get a successful registration and navigate accurately.

Event description:
A site representative reported. That during a cranial passive biopsy case, they are unable to set the point of entry. When the doctor places the navigus probe on the outside of the patient's head at the point of entry, it shows the probe being very far within the head. The medtronic representative reported that their plan is a total length of approximately 41 mm and that the set entry and target points, as well as the plan, were accurate. Instructed the doctor to check accuracy of scans by touching various points on head, including the tip of nose. Doctor confirmed. The doctor declined to re-register and continue troubleshooting. Surgeon proceeded with the surgery, without the use of the stealthstation. There was no impact on the patient outcome.